Event description:
"During left shoulder open bankart repair procedure, an anchor suture obl 2.8 mm was noted to be defective. The hole was predrilled and during insertion the head of the anchor separated from the shaft and was left embedded in the bone".